Event description:
The physician reported that after placement of three coils, the fourth coil was placed without problems. Then the fifth coil was introduced. This coil jammed in the distal portion of the microcatheter. They tried to retrieve the coil which was impossible as the coil was stuck. Then they decided to retrieve the micro-catheter in total. When they did this, it resulted in retrieving an earlier coil out of the aneurysm. The whole coil was retrieved without any damage. The physician feels that the detachment part of the fourth coil was still in the distal end of the microcatheter, and because of that, the fifth coil was jammed together with this detachment part in the distal end of the microcatheter. The physician feels that something is wrong with the alignment of the markers. The physician reported the patient suffered no adverse effects as a result of the reported event.

Manufacturer narrative:
The device in question was returned to the manufacturer. A device history record (DHR) review, similar complaints review, additional products analysis, a dimensional check, an initial condition and visual/microscopic exam were performed as part of the device evaluation. The DHR review confirmed that the device met all material, assembly and performance specifications. A review for similar complaints within the batch number found no other complaints associated with this batch. A review of similar complaints across the product family (over the last 15 months) found that this issue was among the highest reported complaints. A corrective and preventive action (CAPA) was initiated to investigate this issue and implement corrective and preventative actions. Since implementation, there has been a reduction in the number of complaints. Though this issue is not related to the CAPA (different device), this issue will be monitored. The additional products analysis found two other devices associated with this event (see block d11). Dimensional checks on the devices were found to be within specification (microcather alignment markers met specification). The device in question was returned without the dispenser coil and introducer components. A gap was found on the device in question and a kink was found on the pusherwire during the visual/microscopic inspection. Based on the facts and findings, the user's complaint was confirmed; however, boston scientific cannot conclusively determine the cause of the user's experience. No corrective action will be implemented because a definitive root cause was not identified. If further significant information is found, a supplemental report will follow. Add'l PMA/510(k) # k991134/k001083.